Manufacturer narrative:
Results: evaluation of the returned device found that one of the prongs on the male component broke off. The broken prong is missing. Scratches were observed on the male and female buckle components. The wash label is present and legible, but it is rolled up. The webbing contains dirt/discoloration and is frayed/fuzzy likely due to excessive use. The gait belt provides caregivers with a secure hold point to assist patients/residents during supervised walking and transfers. However, the instructions for use warn the user to always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products. Being that the product is approximately 6 years old, it is unlikely that a manufacturing non-conformity contributed to the broken prong on the male buckle. Manufacturer reference file # (B)(4).

Event description:
Customer reported the male part of the buckle broke when putting into use. Customer did not report the date when the issue was discovered. No patient injuries were reported.